Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid, was melted, had cosmetic environmental stress cracking, and was breached cut. The inner tubing was kinked/buckled. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. Three patient alerts for out of tolerance sub-threshold lead impedance between (B)(6)-2012. Weekly pace lead impedance trend data show various spike increases for min and max rv pace equal to 592 to 1104 ohms peak between (B)(6)-2011 and (B)(6)-2012. Fifteen ventricular non-sustained tachycardia (nst) less than or equal to 190 ms between (B)(6)-2012.

Event description:
It was reported that the right ventricular lead had increasing impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.